Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (alarm 19) during the load sequence. During troubleshooting with tandem technical support, an alarm 25 occurred (cartridge removed while pumping). The cause of the alarm at the time of report, could not be determined. Customer's blood glucose was reported as 'high' and was addressed with manual injection. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and both reported issues were identified in the pump logs; however, no failure was identified related to the cartridge alarm 25.